Event description:
The device was implanted in 2002. During arthroscopy articular surface was found disengaged. Patient did fall 2 or three times post-op. Surgeon was confident the surface snapped into the tibial plate during insertion. Revision was performed in 2003.